Event description:
This is an adverse event recorded on a crf as part of the (B)(6) pt registry. The pt is a male with 5 cm of barrett's esophagus containing dysplasia. After a circumferential ablation, focal ablation was serially performed for residual disease. Approx 1 yr after focal ablation, a stricture was noted. Two dilation procedures have been performed without complication. The physician graded the severity of this event as moderate, relationship to the procedure as definite, and stated there was no device malfunction.